Event description:
(B)(4). Error code: "er6 during use. Had difficulty stopping bleeding but did work enough to stop bleeding".

Manufacturer narrative:
Investigation summary: discussions with the supplier show that the "er6" alarm failure shouldn't occur during normal operation of the unit and should only be present during the self-test phase during startup. Additionally, the efforts performed by service and repair show that both units passed the internal visual and functional testing. In conclusion, the claim put forth by eastern health for both units can be considered an isolated incident. With no signs of any external or internal damage to the units and with no successful replications of the "er6" alarm failure for either unit, the complaint can be closed out. In addition to the closure of the complaint, a separate risk analysis was done in regards to the return of the units to (B)(6). Ultimately, it was decided that based on the severity of the claim, regardless of how infrequent/improbable the occurrence of the issue, both units would be replaced. The replaced units will be kept intact with service and repair for a period of six moths for any potential functional testing. Upon the closure of this six moth period, both units will be disassembled and kept for spare components in service and repair.

Manufacturer narrative:
Coopersurgical inc., is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for eval. Once this investigation is completed, a f/u report will be filed.